Manufacturer narrative:
The lot number was provided for 2 out of 4 malfunctions, therefore lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection; however, medical records were provided and reviewed for all the four malfunctions. Therefore, the investigation of all the reported four malfunctions were confirmed for the alleged perforation and filter tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates the model rf400f vena cava filter allegedly experienced filter tilt and perforation. The report was received from various source. All the four malfunctions were involved patients with no known impact to the patient. Of the four reported malfunctions, two female patients ages ranged from 47 to 54 years old and two male patient ages ranged from 56-70 years old. The patient's weight was not provided.